Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
Additional information received on 16-apr-2025: the complainant provided the following from the nursing report: "21 gauge micropuncture needle was used to gain access into the vessel. A guidewire was inserted to secure vascular access without difficulty. An introducer was then placed over the guidewire but we were unable to thread the introducer over the guidewire. The introducer would not slide over where there is a color change on the wire so thinking it was the wire that is defective. So, we opened an introducer kit to replace the guidewire, so guidewires were exchanged and attempted to place the introducer over the guidewire. Again, we were unable to place the introducer over the guidewire at the same location. We then used a new introducer and were successful with placing the introducer over the guidewire to secure access. Came to the conclusion the introducer was defective.". Complainant confirmed this all occurred during insertion. It did not delay patient care but did prolong the procedure. The patient was not harmed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported defective introducer in PICC kit. Had to open a new kit. No other information was provided.

Manufacturer narrative:
H11: the initial complaint appeared to be a reportable occurrence. Upon receiving additional information about the event, it was determined that a reportable event had not occurred.